Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the platform controller axes to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the boom came into contact with an overhead light and became stuck, with the cart wedged against the light and unable to move. The caller had already attempted several system restarts without any change. Technical support then instructed the caller to activate the emergency power off on the cart, which allowed the boom to be cleared from the light. After this, the system continued to fault with 32100 errors associated with the acp4 area, and the caller confirmed that no covers were removed. The site ultimately chose to use another patient-side cart that was available. There was no report of patient involvement or reported injury.